Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching, the screen was blue with hostname and machine domain details. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application failed to launch. A technical support specialist dialed into station and found the station stuck on a blue screen. The specialist logged in as carefusion (cfn) admin and followed the knowledge article (med application not launching automatically station at blue screen) to troubleshoot the issue. The remote support service agent was reinstalled by following the knowledge article (how to manually install rss agents & rss component manager). The remote smart services (rss) agent was installed successfully, and the station was rebooted back to cfn app. The system functioned as intended after the technical support specialist troubleshot the device.